Event description:
Procedure: bypass roux en y. According to the reporter: customer reports that the cartridge was stuck on tissue. It was impossible to open the cartridge. It was used with egiauxl (lot number not recorded, and it is not being returned with cartridge). Another cartridge was used without any further consequences. No patient injury or ill-effects. No medical intervention required. There was a tear on tissue. No reinforcement material used. The torn tissue was treated with another stapler. There was minimal tissue loss as a result of this problem.

Manufacturer narrative:
(B)(4).